Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser stopped working when the footswitch was pressed during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and could not confirm nor replicate the reported event. However, it was noted that the connector where the footswitch connects to the system was loose. The connector was tightened. The system was then tested and met all product specifications. The system was manufactured on july 22, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).